Event description:
Two samples with discrepant potassium results. Initial result 7.9 mmol/l, repeat 5.7 mmol/l. Initial result 7.1 mmol/l, repeat 5.0 mmol/l. Initial results were not reported. The field service representatives was unable to determine the cause for the discrepancies.